Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2015, patient underwent placement of an xcela power injectable port catheter in the right subclavian vein, with model number h965451830, and lot number 135291000. The device was implanted by dr. (B)(6), m.d., at (B)(6) in (B)(6). The device was implanted for the purpose of administrating chemotherapy. On or about (B)(6) 2016, patient presented to (B)(6) in (B)(6), to undergo an MRI. The MRI demonstrated a thrombus. Due to patient's ongoing need for treatment, patient's port was left in place so that treatment could be completed. On or about (B)(6) 2016, patient presented to (B)(6) in (B)(6), for removal of the xcela port. The removal procedure was performed by dr. (B)(6), m.d.